Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for approximator flex-clip was conducted identifying that lot number nw215558 was released in a single batch on (B)(6) 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: the instrument was received, and no damage was noted with it that would result in the complaint description. A functional test was performed with the returned approximator flex-clip. And the instrument was able to assemble and disassemble with no issues. Therefore, the complaint condition could not be replicated and is unconfirmed. Dimensional inspection was not performed as instrument had no issues noted during the visual and function inspection. Based on the review of the relevant drawings, no design issues contributing to relevant complaint condition were identified. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that while using the new flex clip reducers, the inserter became stuck in the flex clip. This happened with five (5) different pairs of new instruments. Thee reducers were able to be removed from the screw head/top notch but were extremely hard to disengage from one another. Concomitant device: unknown screws(part# unknown, lot# unknown, quantity unknown ). This report is for one (1) expedium spine system clip-on red.driver w/dovetail 5.5mm. This is report 2 of 2 for (B)(4).